Event description:
Customer reported that she had unexplained low blood glucose while she was driving. Paramedics were called to assist customer at scene. The blood glucose reading at the time the paramedics arrived was 30 mg/dl. Customer stated that she was driving, but she was able to stop at a stop sign, someone help her and called the paramedics. Customer also stated that she was not able to plug in her transmitter and does not have any light. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-81554 and 2032227-2014-00807.